Event description:
Hello there, I just got off the phone with first databank (fdb) and was a little concerned with their response. Long story short, I inquired if they had updated/reviewed their drug file as (B)(6) released an updated version of the confused drug name list earlier this year. After a few e-mails going around, I received a call from a representative today noting that they'd just released an updated file (since a new month began) but whether the updated (B)(6) list was in that file is questionable. The representative said to wait 48 hours for the clinical team to review the information and then they'll let me know. I'll get a data set containing the FDA/(B)(6) tall man lettering list, the (B)(6) confused drug name list, and fdb's "tall man plus" list. The concern I have is whether any of the other drug knowledge databases have updated their drug files as well. I've had bad experiences with (B)(6) and I'm not sure if (B)(6) uses the two lists but I figured I'd let the group know that the updated confused drug name list may not have been updated in (B)(6) systems. Medication administered to or used by the patient: no. (B)(6).